Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected tsh result occurred on a patient sample processed on the vitros 5600 system. The investigation was unable to determine a definitive assignable cause. Based on vitros tsh within run precision results, there is no indication that an instrument related issue contributed to the event. Based on historical vitros tsh quality control results there is no indication that a reagent issue contributed to the event. In addition, the investigation could not determine if the customer had processed the patient sample in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Therefore, the effect of improper sample processing could not be ruled out as a contributing factor. A definitive root cause for the event could not be determined.

Event description:
The customer observed a non-reproducible, higher than expected vitros tsh result for a patient sample processed on a vitros 5600 integrated system. Vitros tsh : 21.4 miu/l vs. Expected 1.41 miu/l . The higher than expected vitros tsh result was not reported outside of the laboratory. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. There was no allegation of patient harm as a result of this event. (B)(4).